Event description:
It was reported by service report that the both outer head end side rail panels were broken and the footboard hinge plate was broken allowing potential fluid ingress. No pt involvement or adverse consequences are reported.